Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
It was reported that the left monitor on the 9800 system went blank during a procedure. The 9800 system was rebooted and the procedure was completed without incident. No pt injury was reported.